Event description:
The patient reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Revision surgery is under consideration.